Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was 270 mg/dl at the time of incident. Troubleshooting advised customer to perform displacement test on pump and the pump alarmed no reservoir. Customer was advised that pump will be replaced.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to mother board. Unable to confirm e15 alarm and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.